Manufacturer narrative:
The pump was received with a full black segment display during button presses due to moisture damage on all electronic assemblies. Unable to perform the functional testing or operating currents measurements due to the display anomaly. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a stained address/serial number and corroded motor assembly. No scratches noted on the lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the insulin pump was not dropped, bumped and damage isn't result of vehicular accident. There is scratch on lcd and monitor goes black after clicking act. The customer can't read screen.